Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined at this time, since the investigation is still ongoing. On 10-sep-2020 the customer also reported this incident to FDA with report number: mw5096537. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the bellavista 1000 unit stopped with error "bellavista detected a user interface issue" during use on a covid positive patient. They have provided manual ventilation until transfer to a backup ventilator. At this time, there is no information regarding patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the ventilator and performed a failure investigation. It was determined that the root cause is a defective main electronics pcba (printed circuit board assembly). The main electronics pcba has been replaced and performed calibration and tests.